Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers 10k17h25 and 10j15h25 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of the patient made a mistake/touch contamination and peritonitis with culture positive for staphylococcus in a patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following information. On an unreported date, the patient was taking antibiotics for an unknown cause (type of antibiotic unspecified) and developed peritonitis. The nurse reported the following information. On and unknown date, the patient made a mistake and experienced touch contamination and developed peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment provided was not reported. Dianeal therapy was ongoing. On (B)(6) 2011, the patient was discharged from the hospital and was recovering from the peritonitis. The outcome for the patient made a mistake and touch contamination was not provided. Concomitant medications were not reported. Per the nurse the peritonitis with culture positive for staphylococcus was unrelated to dianeal therapy. A causality statement was not provided for the patient made a mistake/touch contamination.